Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal unknown morphine (unknown concentration) at 5.280 mg/day via an implanted pump currently. It was reported the patient had been having issues with infection around the pump and had first noticed this ¿within the next month¿ from the date the pump was implanted (B)(6). The event date was (B)(6) (year valid). It was noted the implanting healthcare provider (hcp) didn't think he would be able to put a tube down the patient¿s throat to do the surgery properly, so he "did injections" which resulted in "a lot of scarring." It was also reiterated the pump had not been working properly "probably since the day it was put in" due to a malfunction with the catheter as previously reported. The hcp discovered via a dye test on 2019-may-18 that the catheter "did not make the connection" and that "morphine had been going somewhere in his system." It was also reported the lead was fixed on (B)(6), but was unsure if they ¿replaced the lead or fixed the existing lead¿ (in reference to the catheter). It was reported the patient had been going back to his managing hcp getting the pump medication "bumped to get it back to where it was." The patient¿s current drug dose and concentration was "only about halfway to what he was getting." It was noted the patient took other pain medications over the counter because "this was not doing all of it." However, it was also reported ¿we love the pump and the pump had given him new freedom that he did not have before." It was mentioned the patient had several other medical problems such as breathing and heart problems, but did not allege that these were in any way related to the pump/therapy. The patient went in every three months for a refill. It was also reported the patient was having an MRI of his brain and another of his neck, but it was confirmed the mris were unrelated to the pump/therapy. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-nov-2019 from a healthcare professional (hcp) who clarified that the report of the catheter being compromised was that the catheter was leaking. They were unsure how it happened but noted that the patient had a history of falling. The hcp clarified the report that the morphine was coming out of the patient¿s pump in an undesired location as ¿catheter is leaking¿. The cause for the rotors not working and the ¿bad dye study¿/inability to aspirate the catheter was noted to be ¿unknown¿. With regards to the actions/interventions taken to resolve the rotors not turning and the inability to aspirate the catheter, it was noted that the patient was being cleared for surgery and ¿then it will be repaired/replaced¿. Per clinic notes dated (B)(6) 2019 and on (B)(6) 2019, the patient¿s medical history included chronic pain syndrome, medical drug dependence (opioid), end stage copd, heart failure, migraine, head injury, hypertension, hyperlipidemia, emphysema, sleep apnea, reflux, diabetes, depression, arthritis, and degenerative disc disease. The patient¿s surgical history included heart surgery, lumbar fusions x3, cataract removal, left knee replacement, right knee replacement, and pain pump x3. The patient¿s concomitant medications included tramadol (50 mg) which provided 50-70% relief of pain symptoms for 3 hours and multiple other medications for his historical conditions. Both clinic notes include that the patient patient¿s intrathecal pump was known to have problems associated with its catheter and had failed a recent (date not provided) dye study and a catheter revision was pending approval. An operative note dated (B)(6) 2019 indicated that the patient underwent an ¿intrathecal pump dye, rotor study and reprogramming¿ with fluoroscopic and ultrasound guidance for possible pump dysfunction or malfunction as the patient had had a recent fall. During the dye study, the patient was initial placed in a supine position and the side port of the pump was accessed using a catheter access kit. No clear fluid was easily removed. No dye was injected. Fluoroscopy and ultrasound were used. No fluid was seen on ultrasound. The report noted ¿bad rotor and dye study¿ and ¿rotors did not move¿. Pump was interrogated; turned down 20%; and the patient had an appointment to be seen for pre-op on (B)(6) 2019. It was noted that the patient tolerated the procedure well with no apparent complications noted. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-jul-2007, UDI#: (B)(4). Product ID: 8578, serial/lot #:(B)(4) , ubd: 05-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine 25 primary for a total dose of 10.014 mg/day and 0.417 mg/hour via an implantable pump for non-malignant pain. It was reported that 6 to 7 months ago the patient has been having issues with the "line that goes from their pump to their spine is compromised in some way because they cannot make the dye." It was noted it was also not help with the patient's pain any longer. It was noted the patient has been dealing with the issues for months and thought the healthcare professional (hcp) could due surgery to resolve the issue, but apparently they cannot. It was noted that the patient fell a week or two ago, so they went to the hcp yesterday ((B)(6) 2019) and the hcp found that when the patient was in a "sublime position and the side port of the pump was accessed using the catheter access kit no clear fluid was easily removed and no dye was injected. Fluoroscopy and ultrasound was used, but no fluid was show on the ultrasound. It was noted there was a bad dye study and rotor study. It was noted that the patient's pump was broken. The pump was interrogated and turned down 20%. The rotors were not working." It was noted that the rotors would not turn and they could not get anything out of the catheter. It was noted that the morphine was coming out of the patient's pump because the hcp was refilling it, but the morphine must be going somewhere else in their body other than the desired location/not getting to desired location so the patient was experiencing pain. It was mentioned that the hcp thought there was fluid or a hematoma at the top of where the pump is. It was stated the "pump is out of sync and barley works at all." The hcp has not started other oral medication in substitution of the pump medication for this issue. It was noted that the patient sleeps a lot and they are trying to monitor the patient and their pain. The patient has an appointment on (B)(6) 2019 with a surgeon who works with the pumps, but wants to know if anything could be done to get him in sooner. They were to follow up with hcp. It was asked and unknown if it was a sudden or gradual change in symptoms. The event date was 2019. It was noted that the patient was receiving morphine 10.014 mg/day, 0.417 mg/hour and 25.0 primary. The patient also takes tramadol orally. No further complications were reported/anticipated.